Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the rear caster is broken out of the base, and the mounting bolt is stripped.